Event description:
On 10/07/2024 additional information was provided by a sales representative via email who stated that the procedure being performed was a reverse total shoulder. The device broke while removing the poly implant from the patient. There were no photos taken. An arthrex rep was present at the time. The patient's bone quality was normal. All fragments were removed from the patient. No additional anesthesia was required and the device was disposed of after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/26/2024, it was reported by a sales representative via (B)(4) that an ar-9621-35t 35 mm tap broke. This occurred during a case where no patients were harmed and all fragments were found and the case was not delayed.